Event description:
It was reported that there was a loss of therapeutic effect since a revision had occurred. The implantable neurostimulator (ins) therapy was not helping with back pain. ¿it¿s not functioning.¿ it was unknown if it was the ins or the ins recharger (insr). Using the insr was reviewed. It was initially stated that the ins battery level icon showed it was totally full. Therapy was turned on and the patient saw the ins low battery screen. The charge screen was seen and the ins battery icon was flashing 0-25%. It was reviewed that the patient should be able to turn the therapy back on once it was charged more. The insr appeared to function normally. Follow-up was performed but the doctor who moved the generator was not aware of the event. The patient¿s other doctor was no longer with the practice. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).